Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/13/2020. Additional h3 investigation summary: an empty labeled winding former and a needle/suture combination of product code sxpp1a300 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument were noted. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. The manufacturing records couldn't be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent to the FDA: 10/20/2020 the following additional information was received: probably, the fixation tab of the stratafix was broken. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? No further information is available. Was the fixation tab intact when the suture was placed in the patient? No further information is available. Were any missing barbs of suture noted during visual inspection or during use on patient? No further information is available. Did the barbs fail to engage in the tissue? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke when pulling for would closure . Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.